Event description:
The customer has experienced an issue with the data transfer from their abl800 instrument to the hospital information system (his), using the hl7 2.5 protocol. The instrument software is designed so that if the connection is broken, the results are queued for later transmission. After a connection breakdown, the customer received a mixture of all the pt results in the queue: the first line in the pt result was ok. All other pt results in the queue was appended to the first one.

Manufacturer narrative:
Because the his is not set up to send acknowledgment to the instrument upon receiving a transmission, the transmission will also mix up any qc or calibration results in the queue after re-connection. This additional issue is due to a setup error in the hospitals his system. The customer's his system and analyzer was set up to run hl7 version 2.2 instead, in which the problem does not exist. This issue with pt mix-up only occurs with customers using the hl7 2.5 protocol in their his system. This is estimated to be less than 1% of our customers. Also it only occurs when there has been a connection failure. The error has been present since the hl7 2.5 protocol was implemented in the analyzer software in 2005, and this is the first report received by radiometer about this kind of pt mix-up.